Manufacturer narrative:
The reported air leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During an ablation procedure, air aspiration occurred. After transseptal puncture, before advancing the catheter, air aspiration was noted into the sheath. The sheath was removed from the patient and replaced to continue the procedure with no patient consequences.